Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had supra ventricular tachycardia (svt) episodes and the implantable cardioverter defibrillator (ICD) did not have a counter for all svt detection events. The device remains in use. No further patient complications have been reported as a result of this event.